Event description:
Customer reportedly received the following results on the mobile system: 208 mg/dl (8h29), 213 mg/dl and 191 mg/dl (8h35), 116 mg/dl (8h36), 127 mg/dl (8h37), 56 mg/dl (8h40), and 218 mg/dl (8h41). No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the test cassette was not returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.